Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
They had it placed in today and when it was being removed a piece of the catheter broke off and is still inside the patient. Additional information indicates the patient was discharged home in stable condition. To date, the device has not yet been removed. The patient received a surgical consult and the plan is to perform a laminotomy verses laminectomy to help.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
They had it placed in today and when it was being removed a piece of the catheter broke off and is still inside the patient. Additional information indicates the patient was discharged home in stable condition. To date, the device has not yet been removed. The patient received a surgical consult and the plan is to perform a laminotomy verses laminectomy to help.